Manufacturer narrative:
D9/h2/h3/h6: logs were received however software analysis has not been completed at this time. Codes b21, c21 and d16 are applicable. H2: ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: software analysis determined that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. B5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon retracted the needle slightly for the second set of samples. Maybe 1cm superficial to the first set of samples. Information on the permanent sample was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 9 733763, serial/lot #: 2.2.8. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the system was inaccurate. The surgeon did a tracer which he deemed acceptable, and confirmed accuracy prior to prep and drape using known landmarks (glabella, right lateral canthus, external auditory canal) without comment. He again confirmed accuracy prior to making incision and moved forward without comment. His basis for alleging inaccuracy was that the tissue that the pathologists froze came back as ¿normal brain, possible gliosis, possible necrosis, but favor normal brain.¿ the surgeon noted that the lesion contrast-enhanced on the imaging, so he would not expect it to be normal brain, and therefore the system must be off. We sent two groups of samples to pathology (taken from the same location), but no specific delays to the case related to this alleged issue. No patient impact outside of the lack of diagnosis on frozen section. Additional tissue was sent for permanent study. Additional information was received. It was reported that the surgeon saw an enhancing area on the magnetic resonance image (MRI). The system indicated that they were taking the biopsy from that area. The enhancing area was between the blue hashmarks on the system representation of the needle, and the frozen section came back as normal brain. The surgeon didn't voice any concern with the registration, verification, or sterile navigation accuracy in any other manner. The additional tissue was taken to try to get diagnostic tissue. The representative (rep) noted that one outcome of a brain biopsy is that nothing is there. It was also noted that nothing happened in the procedure that led the rep to believe there was in accuracy. Additional information was received. It was reported that the site was not sure what the final tissue taken (the permanent tissue) showed, but that the patient ended up being referred to a different hospital where a diagnostic sample was obtained. It was confirmed that there was a tumor based on biopsy done at a different hospital. The patient had no deficits related to the surgery where the inaccuracy was alleged.